Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). The sic went up to 1133 (within 18 days) along with evidence of oversensing. Analysis of the device memory indicated the right ventricular (rv) lead integrity alert. The rv lead integrity alert warning occurred for increased sic count and 2 or more non-sustained high rate episodes < 220 milliseconds on (B)(6) 2016. Analysis of the device memory indicated the impedance on the rv pacing lead was beyond the expected upper range. The rv pacing lead impedance was 4047 ohms on (B)(6) 2016.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance. The rv lead was reprogrammed and later explanted and replaced. No patient complications have been reported as a result of this event.